Manufacturer narrative:
(B)(4).

Event description:
Received info a pt's activa ins was explanted today due to impedance measurements showing a contradictory state, high impedances and high current. No further info was available at the time of this report, but has been requested and if received, a f/u report will be sent.